Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/02/2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.